Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment for the event included vancomycin 500 mg, fortum 1 g and fortum IV 1.5 g (frequencies not reported). The patient was recovering from the peritonitis. No additional information is available at this time.